Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. A system log review was not performed since there is insufficient or unconfirmed product/event information. Multiple requests for additional information from the designated author were made; no response has been received. Citation: anthony m de gregorio, k robert shen, luis f tapias, diaphragmatic rupture due to massive gastric volvulus after robotic-assisted diaphragm plication, journal of surgical case reports, volume 2024, issue 9, september 2024, rjae546, https://doi.org/10.1093/jscr/rjae546. In section b3, there is insufficient information regarding the procedure date; therefore, the article publish date was used. In section d4, there is insufficient information to determine the specific system that was used during the procedures with complications, thus, a generic xi system was reported.

Event description:
A literature article described a case of a patient with idiopathic paralysis of the left hemidiaphragm that underwent treatment with a da vinci-assisted thoracoscopic diaphragm plication. The procedure was complicated by massive gastric volvulus resulting in significant intra-abdominal hypertension and the ipsilateral diaphragm rupturing anterior to the plication suture line. The patient, a 26 year old male, was re-hospitalized and returned to the operating room for a reduction of the herniated contents and a repair of the rupture defect. A thoracotomy approach was used. A post-operative exploratory laparoscopy was performed and it confirmed adequate orientation and position of the stomach. The patient recovered well and was discharged from the hospital on postoperative day five. There was no report of a da vinci device malfunction.